Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a cracked clamping pulley at the proximal end. The grip cable became dislodged from around the clamping pulley grooves, causing the cables to become loose at the distal end. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip was not clasping when using the medium-large clip applier. There was a wire sticking out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained additional information. The instrument was inspected prior to use. The clip was released when the issue was identified. The site used another sterile clip that was on the shelf to resolve the issue.